Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient in cardiac arrest , the device inappropriately displayed a "check pads" message. Complainant indicated that the clinician tried disconnecting and re-connecting the electrode pads without obtaining an ECG signal. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the activity log did show evidence that an ECG is acquired through the defib electrodes. The signal is noisy and comes and goes with multiple lead fault messages. This indicates poor coupling of the electrode pads to the patient's skin; however, the electrode pads were not returned for evaluation and this could not be firmly established. Analysis of reports of this type has not identified an increase in trend.